Event description:
It was reported that patient had a severely high potassium level and needed to go to the emergency room. The trial leads were pulled out and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6) batch/lot number: 7320164 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Sc-2316-50e (sn (B)(6) and (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that patient had a severely high potassium level and needed to go to the emergency room. The trial leads were pulled out and will not be returned per hospital policy. The patient was doing well postoperatively.